Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(6). An event regarding stem fracture involving an exeter device was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis report concluded that the stem fractured in fatigue through the mid-stem region, originating on the lateral surface and propagating medically. Material damage in the mid-stem region was observed, likely due to cement mantle breakdown. Evidence of a mechanically assisted corrosion process on the stem trunnion was observed. The associated head was not provided for analysis. The stem material was consistent with the astm f1586 and iso 5832-9 stainless steel alloy. No material or manufacturing defects were observed on the device features examined.¿ medical records received and evaluation: there were no medical records provided for review by a clinical consultant device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: it was reported that the patient was required to undergo a revision of their exeter stem due to a reported fracture. The exact cause of this event could not be determined based on the information available. Further information such as patient history and medical records are needed to complete the investigation for determining root cause.

Event description:
Patient presented to clinic with pain and discomfort in right hip. Patient had a revision of his right total hip joint.

Event description:
Patient presented to clinic with pain and discomfort in right hip. Patient had a revision of his right total hip joint.